Event description:
A falsely elevated ctni result of 0.89 ng/ml was obtained on one patient. The sample was retested and a ctni result of 0.06 ng/ml was obtained. The incorrect ctni result was not reported to the physician. There was no treatment or adverse health consequences as a result of the falsely elevated ctni result. Further review of the instrument data indicated the cause for the falsely elevated ctni results is contaminated chemistry wash solution.